Event description:
The duett was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced a small hematoma. Treatment consisted of compression using a c-clamp. The treatment was successful, no further complications were reported and the patient was discharged.